Manufacturer narrative:
Received one (1) used mc330419 pur standardbore/smallbore transfer set for inspection. No defects or anomalies noted. The set was leak tested per product specifications. There was leakage from the bond pocket to tubing bond below the dual check valve. The reported complaint can be confirmed. The probable cause is unknown. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a 102" (259 cm) pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock that experienced leakage during use. The report states that "patient receiving midazolam [100 mcg/ml] continuously. Writer noticed stickiness to pump and felt line, found line was wet. Found the fluid leaking out from a connection point and clearly had been leaking for a while as there was sticky fluid/dried fluid all down the pumps and on the pole." There was unexpected or prolonged care. The sample device was retained and available for investigation. There was patient involvement and no adverse event.